Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of admission. The customer was given glucose tablets and glucose gels to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer stated they were stressed and over bolused at the time of the low. The customer had a similar low incident on (B)(6) 2019. The insulin pump will not be returned for analysis.